Event description:
It was reported that the right atrial (ra) lead came out during extraction of the right ventricular (rv) lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. The analyst commented there was severe explant damaged on distal segment (outer insulation breached/extrinsic/pulled/stretched/overstress, and both coils stretched to 25cm). Concomitant medical products: product ID 694965, tachy lead: implanted: (B)(6) 2006. Product ID d154atg, implantable cardioverter defibrillator (ICD):  implanted: (B)(6) 2006. (B)(4).